Manufacturer narrative:
Device evaluation: plant manufacturing received 20 companion samples identified as product code 050-95018 and lot number 17hr08146. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. In conclusion, the companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, no issues were detected. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Event description:
It was reported that the adapter keeps leaking from the baxter bag. Patient's son reported that the patient had air in his line and now has a fever, which they think is a result of the loose connection. The patient did not have an infection and did not need a medical intervention. The peritoneal dialysis nurse did state the patient experienced some fever post one of the fluid leaks and they administered prophylactic oral antibiotics as a precaution. The patient is currently doing well and continuing treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
It was reported that the adapter keeps leaking from the baxter bag. Patient's son reported that the patient had air in his line and now has a fever, which they think is a result of the loose connection. The patient did not have an infection and did not need a medical intervention. The peritoneal dialysis nurse did state the patient experienced some fever post one of the fluid leaks and they administered prophylactic oral antibiotics as a precaution. The patient is currently doing well and continuing treatment.